Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported via paramedics to the emergency room (ER) due to blood glucose (bg) level of 54 mg/dl. Reportedly, cause of issue was due to the customer administering a manual injection after delivering a prior correction bolus. Bg was treated with intravenous fluids. Reportedly, customer left the ER 2 hours later with customer in stable condition (bg level not provided). System check with tandem technical support confirmed the pump was functioning as intended.